Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer received confirmation that no further information will be received about this event. As the device was not available for analysis, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. Should further information be obtained in the future, appropriate investigative actions will be taken.

Manufacturer narrative:
No further information will be provided to the manufacturer regarding patient data, case report or disposition of the explanted valve. Based on the information provided, it is not clear what the reason for explant of the valve was therefore no conclusion can be drawn. As stated in the mitroflow IFU warnings and precautions: "clinical experience described in the medical literature suggests that juvenile patients or patients who are undergoing chronic hemodialysis, who have parathyroid disease or impaired calcium metabolism, or who are 55 years of age or less may experience accelerated calcification of bioprosthetic heart valves. " the valve was used in patient that is (B)(6) and did not follow the stated precautions. Not available for return.

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of a mitroflow aortic heart valve model: dl size 21 mm that was explanted on (B)(6) 2017 after 3.13 years implant duration. The device had previously been implanted on (B)(6) 2015. After the mitroflow device was removed a perceval sutureless heart valve size 23 mm was then implanted.